Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure cannot be determined. Isi has requested the sureform 60 stapler instrument and blue sureform 60 reload used during this event be returned for failure analysis investigations, but neither product has been received at this time. A follow-up MDR will be submitted if additional information is obtained. An isi clinical development engineer (cde) reviewed images provided of this event and the following was noted: "in the images, I can see some unapproximated tissue. I am unable to confirm if the target tissue was calcified from these images." An isi failure analysis engineer (fae) reviewed the stapler instrument logs for this event. Per the fae, the sureform 60 stapler instrument (part #480460-09; lot #l92220307-0219 had 4 firing events (reload colors ¿ blue, blue, white and blue). The 4th firing event with a blue sureform 60 reload was an incomplete (hi torque) event with completion percentage of 99.1258%. The logs also confirmed the issue with the stapler as it triggered a 22030 error stating "a stapler, sureform 60 failed in its operation on usm1." The system logs for this event were reviewed: an error 22030 was observed indicating that the sureform 60 stapler instrument used during this reported complication experienced a firing failure. This event is being reported due to the following conclusion: during a da vinci-assisted gastric bypass revision surgical procedure, tissue was pushed and not cut after a blue sureform 60 reload was fired with a sureform 60 stapler instrument. The surgeon reportedly excised additional tissue as a result of the stapling misfire and applied additional staple lines after the reported issue occurred. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted gastric bypass revision surgical procedure, a partial fire occurred when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. In addition, the target tissue was pushed and not cut. A message was received stating the reload blade was exposed. The procedure was completed robotically. Intuitive surgical, inc. (Isi) contacted the surgeon of this procedure. The surgeon indicated that he had already discussed the event with the isi clinical sales representative (csr) and did not want to discuss the incident any further. The isi csr provided the following additional information regarding this event that they reportedly received from the surgeon of the procedure and a nurse: the blue sureform 60 reload was fired on calcified tissue on the bowel and knew it was calcified prior to firing. The stapler instrument reportedly paused for compression a few times and then it appeared to push tissue out. The stapler reload did not approximate tissue and the blade remained exposed. It is unclear what surgical task was being performed at the time of the event. Buttress material was not used during this fire. The stapler instrument used during this complication was used to create other staple lines prior to this event, during the same procedure. The surgeon stated that he did not trust the previous firings and cut them out. The surgeon used another sureform 60 stapler instrument with various color reloads to continue the procedure and replace the staple lines that he had created previously in the procedure with the sureform 60 stapler instrument that had misfire issues. It is unknown how many staple lines were removed and what specific staple fire was involved with the reported stapling misfire.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 blue reload involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event. The reload was found to have the knife exposed within the knife track. The root cause is attributed to a component failure. The reload was found to have a firing failure. A log review showed that this reload was fired partially using system sk4544 on (B)(6) 2022. An additional observation not reported was the knife of the reload was found with an indentation to the blade edge. The root cause is attributed to the user. Failure analysis found the additional failure of blade damage to be related to the customer reported complaint. Isi also received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event via the stapler logs. The stapler instrument was used at the site on (B)(6) 2022 using system sk4544. The logs showed 1 firing failure due to hi-torque. The instrument was able to pass initialization during failure analysis. The clamp and fire function passed with no issues on a test sheet. Staple formation was proper. No I-beam damage was observed.

Event description:
Refer to h10/h11 for follow-up information.